Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the insulin pump's reservoir compartment was cracked. The reservoir was not staying in the insulin pump. She felt nauseous. Customer's blood glucose level was 458 mg/dl. The customer treated her blood glucose level with the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, prime and excessive no delivery alarm tests noted. Unable to perform the basic occlusion and occlusion tests due to a broken reservoir tube lips. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip noted. The pump was received with normal operating currents. The pump passed the self-test. The pump passed the off no power test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a missing end cap sticker and cracked battery tube threads.